Event description:
As per the report received from france, during a pascal precision procedure in mitral position, a pericardial effusion (pe) occurred. No bleeding or pe was noted prior to the insertion of the edwards device. Pe was first noticed after crossing the septum, while testing the trajectory of the pascal device. The physicians decided to continue the procedure, and monitor the pressure and the effusion. The effusion remained stable and the procedure finished smoothly achieving an optimal mitral regurgitation reduction. Afterwards, the patient was transferred to the operative room for pericardiocentesis and further investigation, as reportedly the patient experienced hemodynamic instability.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from france, during a pascal precision procedure in mitral position, a pericardial effusion (pe) was observed. The patient had degenerative mitral regurgitation (dmr). Optimal mitral regurgitation (mr) reduction was achieved. No bleeding / pe noted prior to the insertion of an ew device. Pe was first noticed while testing the trajectory of the pascal device, located in the pericardial space around the ventricles. The physicians decided to continue the procedure and monitor the pressure and the effusion. The effusion remained stable and the procedure finished smoothly with excellent results. Afterwards, the patient was transferred to the or for pericardiocentesis and further investigation, as reportedly the patient experienced hemodynamic instability. Per the latest information received, according to the physicians, the pericardial effusion was not caused by the pascal device. It was due to a complicated transeptal puncture that required the septum to be punctured multiple times.

Manufacturer narrative:
The following sections were updated: b5, g3, h2 and h11. A supplemental MDR is being submitted to correct the reportability of the event previously reported. According to information provided by the physician, the pericardial effusion was "due to a complicated transeptal puncture (tsp), as they punctured the septum multiple times" but there was no allegation that the edwards device caused or contributed to the serious injury. Additionally, images were provided for review. During transeptal puncture, imaging shows the guidewire traversing the left atrium and then curled against the anterolateral wall. It is possible that an injury happened at this point. The edwards device is then introduced into the atrium. The pascal ace device is seen elongated 4.7cm into the left atrium prior to navigating to the annulus. Subsequently, a circumferential pericardial effusion is noted surrounding the left ventricle. There is no evidence that the edwards device came in contact with any surrounding structures and caused an injury. Additionally, the physician has disassociated the event from the edwards device. Therefore this event is no longer considered reportable.